Manufacturer narrative:
(B)(4). Initial reporter: international phone number (B)(6). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked. It is unknown at what step of the process this occurred. The reporter stated that the location of the leak was in the middle of the tubing, at the point where the tubing was inserted into an infusion pump. There was no patient injury or medical intervention reported for this event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was received for evaluation on (B)(4) 2014 contaminated with blood; therefore, an evaluation of the device could not be performed. The device is being shipped to another location for evaluation to be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not able to be evaluated as it was discarded at the manufacturing facility due to contamination; therefore, the reported problem could not be verified. A retained sample was tested. Visual inspection of the retained sample showed no defects. The retained sample was gravity tested with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.